Event description:
There were only 3 clips in the cartridge upon opening. Also, 2 of them were partially missing so that could not be loaded to the applier. Therefore, the user opened a new cartridge.

Manufacturer narrative:
(B)(4). The device history review for product hemolok ml clips 6/cart 84/box lot# 73d2000273 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Manufacturer narrative:
(B)(4). The customer returned one cartridge 544230 hemolok ml clips 6/cart 84/box for investigation. The sample applies to tcs (B)(4) and (B)(4). Refer to tc (B)(4) for the investigation on missing clips. The cartridge was returned with two broken clip halves remaining. Both halves were the pierced boss half of the clip. The lid stock was also returned. The cartridge was visually examined with and without magnification. Visual examination of the returned sample revealed that the cartridge had a couple minor scratch marks, but no major damage was observed. One broken clip was broken on the pierced boss side of the hinge and the other had a staggered break at the hinge (pierced boss side of outer hinge broken and inner hinge broken in half). The sample appears used as there is biological material present on the device. The damage to the two clips is consistent with improper loading technique or using damaged appliers. However, it was reported that the clips were received broken in the cartridge. The manufacturing site and r & d engineers were consulted for this complaint. Since the sample was returned already opened and no pictures were provided of the clips broken in the cartridge before being opened, it could not be confirmed that the clips were already broken before use. Therefore, the root cause of this issue could not be determined. The IFU for this product, l02425, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality.". A corrective action is not required at this time since it could not be determined how the returned clips broke. There was no evidence to suggest a manufacturing related issue. The reported defect of "difficulty loading clip into applier" was confirmed based on the returned sample. The sample applies to tcs (B)(4) and (B)(4). Refer to tc (B)(4) for the investigation on missing clips. Visual examination of the returned sample revealed that the cartridge had a couple minor scratch marks, but no major damage was observed. There were two broken clip halves in the cartridge (both pierced boss halves), one broken on the pierced boss side of the hinge and the other had a staggered break at the hinge (pierced boss side of outer hinge broken and inner hinge broken in half). The sample appears used as there is biological material present on the device. The damage to the two clips is consistent with improper loading technique or using damaged appliers. However, it was reported that the clips were received broken in the cartridge. The manufacturing site and r & d engineers were consulted for this complaint. Since the sample was returned already opened and no pictures were provided of the clips broken in the cartridge before being opened, it could not be confirmed that the clips were already broken before use. Therefore, the root cause of this issue could not be determined. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
There were only 3 clips in the cartridge upon opening. Also, 2 of them were partially missing so that could not be loaded to the applier. Therefore, the user opened a new cartridge.